Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced difficulty loading a cartridge. The customer reported that the cartridge "gets stuck" while loading multiple times. The customer's blood glucose level was 255 mg/dl. The customer delivered a correction bolus with the pump to address bg level. The customer reported would continue to use the pump until replacement arrived.